Event description:
It was reported that the insulin pump alarmed for button error and is unresponsive. Blood glucose reading was 126 mg/dl. Reporter also stated that the battery is dead even though it is a new battery. No significant event leading up to this issue except that it is hot outside. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The normal operating currents could not be tested due to the unresponsive buttons. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.